Manufacturer narrative:
Quality-safety evaluation of product technical complaint was received on 18-apr-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Essure uterine/tubal perforation and essure pregnancy questionnaires were received on 21-apr-2016: initials and date of birth were added. (B)(6). Gravida 4 and para 4. Essure ess305 batch number b34595 was inserted on (B)(6)-2013. The patient was on depo provera before essure insertion. It was started in 2006 and last injection was on (B)(6)-2013 and before that approximately 3 months prior. Her last delivery was not a c-section and she was not breastfeeding at time of insertion. There were no abnormal uterine findings prior to insertion. Cervical dilatation, sounding and analgesia with 1% lidocaine and epinephrine were applied during insertion. The insertion and the visualization of the os were easy. The fluid loss during hysteroscopy was not higher than 1500cc and the procedure did not take more than 20 min. There were no complaints immediately after insertion. On (B)(6)-2014, hysterosalpingogram showed correct essure placement and tubal occlusion bilaterally. A second confirmation test was not performed and the patient was advised to rely on essure based on the confirmation test. There was no perforation. No organ or intra-abdominal structure was perforated. On (B)(6)-2016, urine pregnancy test was done and result was positive. On (B)(6)-2016 the patient had 7 weeks and 5 days of gestation. Essure was not in situ after diagnosis of pregnancy. Essure was not removed. Follow up information 26-apr-2016 from nurse: it was confirmed that the pregnancy is intrauterine and not ectopic. She also confirmed that no perforation, no expulsion, migration or dislocation occurred, both inserts were seen with the hsg test. The estimated due date is (B)(6)-2016. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had a pregnancy more than 2 years after essure (fallopian tube occlusion insert) insertion. According to follow up information, ectopic pregnancy and dislocation were ruled out. This event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies could have occurred due to patient non-compliance, including failure to return to essure confirmation test (hsg). In this particular case, the patient had her hsg test after essure placement which confirmed occlusion and device placement. Years later, she had pregnancy diagnosed. Therefore, causality with essure cannot be excluded. This case was not as long considered an incident, due to the serious injury previously reported (ectopic pregnancy) had not been confirmed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. An updated product technical complaint and follow-up information are being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2013 for permanent sterilization. In 2013 hsg (hysterosalpingogram) was done and confirmed occlusion and placement of inserts. On (B)(6) 2016, patient missed her menstrual period and took a home pregnancy test which was positive. At the same day, she went to her doctor's office and a new pregnancy test was done. The result was positive again. An ultrasound was done and showed an ectopic pregnancy and only one insert was found; the other insert could not be seen on ultrasound. Hospitalization was denied. Essure was not removed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an ectopic pregnancy more than 2 years after essure (fallopian tube occlusion insert) insertion. At the time of pregnancy diagnosis, she underwent an ultrasound and one insert could not be seen. These events are listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test (hsg). When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the patient had her hsg test after essure placement which confirmed occlusion and device placement. Years later, she had an ectopic pregnancy diagnosed and one insert was not seen at ultrasound (regarded as device dislocation). This device dislocation could have been a contributory role in the reported essure failure (pregnancy). However, since the mechanism of these events is unknown (if dislocation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case was considered an incident, due to the serious injury reported (ectopic pregnancies generally require medical and/or surgical intervention as treatment). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs